Event description:
Caller reported that the t:slim x2 pump battery would not charge. Despite several troubleshooting attempts, including using a different wall adapter and charging cable, the problem persisted with the charging connection not being recognized. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, technical support arranged to replace the pump and advised the caller on steps to return the malfunctioning unit, ensuring insulin delivery continued via multiple daily injections (mdi) as a backup therapy. Training for the new pump would be available in the customer's tandem source account.